Manufacturer narrative:
Field input report (fir) number: (B)(4). Product quality report (pqr) number: (B)(4).

Event description:
Office reported "burs flying out more than once, patient swallowed one." Subsequent call to office for investigation revealed patient was referred to emergency room for treatment. After confirmatory radiology, bur was extricated from patient's stomach by means of an endoscope procedure.